Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported whilst positioning a patient, the middle section of the tabe top broke.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The broken imaging module was sent to the supplier for root cause analysis, however the breakage could not be determined. The risk assessment and the dynamic and static overload tests conclude that the current design is safe and no failures in the manufacturing process can be detected. The fraction pattern however, indicates a potential earlier dynamic overload which might have predamaged the board and most likely occurred in the field after installation.